Event description:
While using a semi-rigid ureteroscope, the end broke off while inside the patient's urethra. Broken piece came out with the rest of the scope. Visualized the patient's urethra, showing no signs of injury.